Event description:
It was reported that the ventilator failed the flow transducer test during pre use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the pt has been investigated. The pc-board was installed in a reference system for simulated use testing. The pre-use check failed the flow transducer test that confirms the reported description. The conclusion of the investigation is that a pc-board inside the gas module, there the calibration of the electronics responsible for the gas flow had drifted. The oxygen gas module regulates the oxygen gas flow to the patient. A failure of this drift might lead to high/ low oxygen concentration during ventilation. The root cause of why the electronics on this pc-board has drifted, has not been determined.

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.